Event description:
The customer reported that the display was unreadable.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.